Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient was under treatment for 15 days for post op inflammation and rise in iop. As per surgeon it would have impacted patient eye sight, if it was not addressed on time.

Event description:
A physician reported that after implantation of an intraocular lens (iol) implant procedure, the patient had inflammation with raised intra-ocular pressure. The symptoms were ongoing at the time of report. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).